Event description:
Broken needle [medical device complication]. Case description: this spontaneous case received from a consumer as "broken needle lodged in patient's leg", concerns a male patient using a novofine 30g needle. Customer's wife was administering mixtard 30/70 innolet with a novofine 30g needle to her husband. It was stated that the needle and the innolet was brand new. When the customer pushed the push button down, she noticed that the push button was a little stiff. As she pushed down, her husband noticed that the insulin was dribbling down his leg. When she pulled the innolet out, the entire needle had snapped off and was lodged in her husband's leg. An ambulance was called and the patient was taken to the hospital. The patient had x-rays performed. The needle has not been removed. It was decided to wait and see if the needle is going to come out on its own. If not, they may need to remove it surgically. The patient has not yet recovered from the event.